Event description:
It was reported that the patient had stimulation in the wrong location. It was noted that the patient had spinal fusion 6 weeks prior to report and since that procedure when she turned stimulation on it was in a different location. Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).